Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. During servicing replaced front cover, rear case, left & right handle, left iui connector, left iui connector seal, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, rear door, latch module, pca lock label, carriage block assembly, and tube drive arm. Performed calibration. There was no patient involvement.